Manufacturer narrative:
(B)(4). Upon receipt at medtronic's quality laboratory, visual inspection of the returned cannula, showed a 0.025 inch long dent at the distal tip. This dent caused a small piece of metal flash to protrude, on the outside surface of metal tip. Performance test was not performed. The product will be sent to the contract manufacturer for further analysis. Device history review could not be performed as the lot number of the product was not made available. Conclusion: based on the available information at this time, the clinical observation has been confirmed; however, further investigation is pending to determine the cause of the dent and metal flash protrusion on the cannula tip. Upon receipt of further information, a supplemental report will be filed.

Event description:
Medtronic received information that at the end of a procedure while removing this cannula, the metal tip contacted the synthetic graft resulting in damage to the graft. It was reported that the metal tip of the cannula appeared to have a deformity. The product was returned for analysis, and additional event details were requested.